Manufacturer narrative:
Due to character limit in block e1: event site name: (B)(6). All appropriate troubleshooting steps were verified. Due to the dampened arterial line waveform and inability to aspirate the inner lumen, alternative arterial pressure (ap) monitoring access options were reviewed. It was confirmed that the iab was planned for removal as therapy was no longer required. No further action was necessary.

Event description:
User contacted the emergency support program to report a clotted inner lumen with a dampened arterial line waveform and inability to aspirate. No patient harm was reported.